Event description:
The manufacturer received information that a patient with a dreamstation auto bipap device has passed away. The patient's wife stated she received a letter regarding the patient's device, but the patient has passed away and no longer needs a replacement device or anything. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.